Event description:
The caller reported that their pump screen was dark and wouldn't turn on. There was no adverse impact to the customer's blood glucose level. The technical support team instructed the caller to plug the pump into a power source, after which the screen displayed the welcome message. It was acknowledged that the pump might have been put into storage mode accidentally. Technical support educated the caller about the implications of storage mode, including resetting certain functions, and ensured the caller understood and acknowledged this information.